Manufacturer narrative:
H3: product analysis: as found condition: the pipeline flex was returned stuck inside the phenom 27 catheter, within the inner pouch, bio-hazard bag, and shipping box. Damage location details: the distal and proximal dps restraints were intact. The dps sleeves showed no signs of damage and were found to be intact. The distal hypotube appeared to be stretched, but the ptfe shrink tubing remained intact. The distal and proximal ends of the braid were found to be open and frayed. No defects were found in the tip coil, distal marker, re-sheathing marker, resheathing pad, or proximal bumper. An examination of the catheter tip and marker revealed no damage. The catheter body was accordioned between 3.0 cm and 11.4 cm from the distal tip. No other anomalies were noted. Testing/analysis: the pipeline flex was pushed out from the catheter lumen with difficulty. The total and usable lengths were measured and found to be within specifications. The catheter was flushed with water and was found to be patent. An in-house 0.026" mandrel was then tested by running it through the catheter hub, successfully passing through without issues. However, resistance was observed at the damaged locations. Conclusion: based on the returned devices, the customer complaint was confirmed, as the pipeline flex was found stuck inside the phenom 27 catheter. The observed damage to the catheter (accordioning), braid (fraying), and hypotube (stretching) suggests that high force was probably applied. This damage may have occurred when the customer attempted to advance or withdraw the pipeline flex through the catheter, encountering resistance. Possible causes of the resistance include vessel tortuosity and the lack of a continuous flush with heparinized saline during delivery. However, the customer indicated that the vessel tortuosity was minimal and that a continuous flush was used during the procedure, ruling out these as potential causes. The root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline flex (ped) stent met resistance in the middle of a microcatheter. The stent was replaced with a new ped stent to complete the procedure. No patient symptoms or complications were associated with this event. The patient was undergoing dense mesh flow diversion surgery for treatment of an unruptured, saccular, left c7 segment aneurysm. The landing zone arterial diameter was 2.8 mm distally and 4.4 mm proximally. It was noted the patient's vessel tortuosity was minimal. Dual antiplatelet treatment (dapt) was administered. The platelet reactivity unit (pru) level was noted as the dapt medication that was administered. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The pipeline was used for an approved indication (on-label). The catheter was flushed continuously with heparinized saline. The pipeline did not become stuck and there was no damage to the pushwire. Additional information was received. The pru level was 140. Resistance occurred during delivery. During stent deployment, the stent could not be pushed or withdrawn. After three attempts, the stent and microcatheter were removed from the patient. Outside of the body, the stent could not be withdrawn from the microcatheter. The microcatheter was also replaced to complete the procedure. The angiographic result post procedure showed the parent artery and distal blood flow were smooth. Ancillary devices included a navien intracranial support catheter (model rfx058-115-08, lot b760137) and phenom 27 microcatheter (model fg15150-0615-1s, lot 229459760).